Manufacturer narrative:
Correction: b2 date of death and d6b explant date. The investigation of the reported failure mode has been completed. Infection : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had an initial impella 5.5 pump placed to support a patient in heart failure. Later, they had to redo mitral valve replacement and coronary artery bypass graft. At that time, the impella 5.5 was replaced with another impella 5.5. While on support on the second impella 5.5, there was an infection at the insertion site which was treated with antibiotics. Later, it was reported that liver failure worsened and the patient expired on support. No further information provided.